Manufacturer narrative:
H10: two (2) used samples were received for evaluation. The first sample was visually inspected and no particulate matter was observed. The second sample was visually inspected which observed a particle between the walls of the tubing. A laboratory analysis was performed which identified a brown embedded particle in the tubing. The particle was determined to be due to a degraded piece of burned plastic. Therefore, the reported condition was not verified on the first sample, however, was verified on the second sample. The cause of the condition was determined to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set had a contaminant. This was identified when the nurse was preparing to deliver an unspecified intravenous (IV) solution to a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.